Manufacturer narrative:
The investigation found no failure. Investigation confirmed the staff had turned off the alarm feature. This report is considered complete h3 other text : placeholder.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2021 caller indicates he is told there was a failure to alarm spo2 for room cc16 on (B)(6) 2021 at 6:32am and the patient expired.